Event description:
Boston scientific received information that this system generated a low shock impedance measurement via the patient's remote home monitoring system. To date, no system changes have been implemented and no adverse patient effects reported. The field reported normal in-clinic follow-ups will be performed.

Event description:
Subsequently, boston scientific learned this system was removed following a heart transplant. The device was never received for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.